Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trial. Same case as MFR # 6000089-2007-01433. It was reported that post index procedure, the pt had a stent thrombosis (st), myocardial infarction (mi) and a target vessel revascularization (tvr). The pt presented 2 days prior to the index procedure with an st elevation mi and had 2 non bsc stents placed that day. The pt returned for the index procedure two days later. The index procedure treated 2 target lesions. Target lesion 1 was a de novo lesion in the 2nd diagonal (diag2). The lesion was 2.5 mm wide, 22 mm long, and 99% stenosed. There was moderate tortuosity. The physician direct stented the lesion with a 2.5 x 24 mm taxus express2 stent. There was no residual stenosis. Target lesion 2 was a de novo lesion in the mid left anterior descending artery (lad). The lesion was 3 mm wide, 25 mm long, and 90% stenosis. There was severe tortuosity. The physician direct stented the lesion using a 3.0 x 28 mm taxus express2 stent. There was no residual stenosis. The pt received a gpiib/iiia inhibitor during the procedure. There were no complications and the patient was discharged one day later on aspirin and plavix. During add'l review of documents, the site learned that the pt had an mi, st, and tvr 425 days post index procedure. Of note, the patient was not on aspirin or plavix at the time of events. The mi was a non q-wave mi, which was treated with a tvr. The st was confirmed by angiography or ivus, with no additional findings. The st was also treated with a tvr. The tvr was to the mid lad. A thrombectomy was performed for the st. In-stent restenosis was also present and treated with poba. All events were considered resolved and the patient was discharged 3 days later. In the opinion of the physician, all events were probably related to the stent.